Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery extending to the mid right coronary artery. A 3.50x8mm promus element drug eluting stent was advanced to the target lesion but was unable to cross the lesion. An unspecified support wire was then inserted to advance the stent but still failed to cross the lesion. The stent delivery system was removed from the patient and it was noticed that the edge of the stent was lifted. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).